Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose. Blood glucose level was 24.5 mmol/l. Displacement and self test were performed and they were passed. The blood glucose did not went down after multiple boluses. Unknown if insulin pump was used on auto mode. Insulin pump will not be returned for analysis.